Event description:
It was originally reported that the pt never had therapeutic effect. The pt was at home in good condition. The pt's healthcare provider confirmed that the pt had been reprogrammed multiple times but only had rectal stimulation. The pt's lead was revised. The pt no longer had issues with her device and no surgical complications were reported.